Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. A review of the event history log revealed multiple "upstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of calibration ultrasonic sensor. The ultrasonic sensor required to calibrate to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusions during testing in the biomedical service department and was related to a non-delivery of heparin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information a1, a2, a3a, e4, d10, h10. Additional information b5: additional event details were obtained via a medwatch report which indicated that the patient was receiving a subtherapeutic amount of heparin due to repeated clearing (5 times) of upstream occlusion alerts. It was found that the upstream occlusion was a result of the nurse not releasing the roller clamp on the IV line. There was no harm to the patent. Correction: b3. Correction: h6 investigation findings. Correction: h6 investigations conclusion. Correction: h11: the device was received for evaluation. During functional testing no upstream occlusion alarms occurred. The device was tested for upstream occlusion detection and passed. A review of the event history log confirms five (5) "upstream occlusion!" Alarms on the reported event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Additional information indicated that the upstream occlusion alarms were a result of nursing not removing the roller clamp from the IV line. The spectrum iq operator¿s manual states: to eliminate upstream occlusion alarm or flow restriction, check that the upstream roller clamp (if present) is released. Should additional relevant information become available, a supplemental report will be submitted.